Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ck-mb results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A positive immulite 2500 ck-mb assay result was obtained on a ER patient sample. A newly drawn sample was run and resulted positive. Both samples was respun and rerun with lower results. The high initial result was reported to the physician. The ER patient was treated based on the high initial result and other assay positive result. Treatment provided to the patient is unknown. There was no report of adverse health impact due to the medical treatment.